Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The photo shows one glidepath catheter implanted in the patient and the catheter broken into two pieces. Catheter tube was noted to be completely broken distally from the bifurcation. Therefore, the investigation is confirmed for the reported fracture and material separation issue. However, the investigation is inconclusive for the reported fluid leak issue as there was no objective evidence obtained from the provided photos. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly broken into two pieces. It was further reported that the catheter allegedly had a leakage. Reportedly, the catheter was removed, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 05/2024.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly broken into two pieces. It was further reported that the catheter allegedly had a leakage. Reportedly, the catheter was removed, and the procedure was completed using another device. There was no reported patient injury.